Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of premature needle retraction was confirmed from the three photographs that were provided for investigation. The photos showed one 22g insyte autoguard device in what appeared to be sealed unit packaging. The needle was fully retracted within the safety shield. Premature retraction may occur during manufacturing if the hub is not locked into place due to machine misalignment or if the needle cover is misoriented during feeding/loading. Manufacturing controls, including functional check sampling and vision system inspections, are in place to reduce the occurrence of this type of event. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retracted prematurely. The following information was provided by the initial reporter, translated from spanish to english: a foream report was sent by (B)(6), since on (B)(6) 2025 one of the pharmacy assistants, while dispensing medical devices and drugs to one of the services, noticed that the safety catheter no. 22 to be dispensed was fired, so it could not be used because it was faulty. On the other hand, the medical device was in its primary packaging and was not opened. Additional info received on 04 apr 2025 1- has there been any harm to patients/healthcare professionals? R/ no. 2- can you confirm the quantity affected? R/ one (1) device only.